Event description:
A transtelephonic monitoring (ttm) check on (B) (6) 2010 showed a beginning of life magnet rate. Another ttm check on 2(B) (6) 2010 showed an elective replacement indicator (eri) magnet rate. The patient presented in clinic on (B) (6) 2010 and the pulse generator could not be interrogated. Loss of capture and sensing were noted. The 2-3 month eri to end of life margin appeared to have been exhausted prematurely. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.